Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Event description:
Healthcare professional reported additional event of capsular contracture, baker grade I and particles observed in the valve post explant surgery. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b3, b5, d6(b), h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: opening crack and white particles inner device. Leak test and microscopic analysis was performed which identified: opening crack of the valve, creases flat and wear abrasion. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. No particles were observed in the valve

Event description:
Device has been explanted.